Event description:
It was reported that the impedance on the left ventricular lead was high. The lead also had a sudden rise in threshold and was unable to capture. The device was reprogrammed to change the polarity and the lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4003m implantable pacing lead 1991 (B)(6); (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).